Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay ver. 2 on the customer's cobas 8000 e 801 module and with the elecsys tsh assay on a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The values generated at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the elecsys tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the elecsys tsh assay ver. 2. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on 17-jul-2020. The sample was repeated on a siemens centaur analyzer. The sample was also provided for investigation, where it was tested on a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer on 22-jul-2020. The e 801 analyzer used at the customer site is serial number (B)(4). The e 801 analyzer used for investigation is serial number (B)(4). Elecsys tsh assay reagent lot number 440688, with an expiration date of 31-mar-2021 was used on this analyzer. The e 602 analyzer used for investigation is serial number (B)(4). Elecsys tsh assay reagent lot number 444797, with an expiration date of 31-aug-2020 was used on this analyzer. The e 411 analyzer used for investigation is serial number (B)(4). Elecsys tsh assay reagent lot number 455423, with an expiration date of 31-oct-2020 was used on this analyzer.